Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd maxplus¿ pressure rated extension set with needleless connector the components separated. There was no report of patient impact. The following information was provided by the initial reporter: we just received 15ca of the extensions and these too are not good as they are coming apart, lot#: 22099160.

Event description:
It was reported, that during use, with an unspecified amount of bd maxplus¿ pressure rated extension set with needleless connector. The components separated. There was no report of patient impact. The following information was provided by the initial reporter: we just received, 15ca of the extensions. And these too are not good ,as they are coming apart. Lot#: 22099160.

Manufacturer narrative:
H6: investigation summary: the customer reported, the ext sets were coming apart. And returned one used sample. The sample was separated at the male luer. And the complaint is verified. Analysis under the microscope found, there to be insufficient solvent. Further investigation found the root cause to be a malfunction of the solvent dispenser. A quality alert was issued at the plant to necessary personnel to address the root cause of this failure. Device history record review for model#: mp5301-c lot, number#: 22099160 was performed. There were no quality notifications issued, for the failure mode reported by the customer, during the production build of this set.